Event description:
The patient experienced volume fluctuations and a decrease in performance. Testing of the patient's device revealed that it was functional. The patient was explanted and reimplanted with a new advanced bionics device. Patient is reportedly doing well.